Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced multiple infusion set occlusion events the same day, during which blood glucose rose to 400 mg/dl. The user replaced infusion supplies, after which glucose returned to range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevation in blood glucose without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed that insulin delivery was impeded by an infusion set occlusion and that replacing the infusion set resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion.